Event description:
The patient reported seeing a 77 displayed on his infusion device screen. The power pack was in use for 1 week. The patient was instructed to switch to a new power pack and the infusion device started working properly. The patient was educated on the power pack recall. The patient stated that he is switching to a new infusion device that does not require the use of a power pack. The patient's blood glucose was not affected. The patient did not report assistance by a healthcare professional or second party to address the issue. Product has been requested to be returned for evaluation.